Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated and found the eject pin on the plunger clamp in the problem area was sticking. The plunger clamp was removed, cleaned, and reinstalled. The instrument was tested without further problem and returned to service.